Manufacturer narrative:
(B)(4). If explanted; give date: n/a (not applicable). The intraocular lens remains implanted. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during intraocular lens (iol) implantation ((B)(6) 2018), the doctor noticed a lens crack on both sides near the haptic. The doctor decided to leave the iol implanted. Post-op, the lens had rotated from 110 degrees to 165 degrees. Iol repositioning was done on (B)(6) 2018. The iol remains implanted. The patient outcome is good and the patient is happy (6/6 -3). The crack on the lens is not apparent if non-dilated. There was no other treatment, intervention or prescription given by the doctor outside of the normal post-operative treatment. Visual acuity pre-op (pre-initial implant):6/8+1; visual acuity post-op (post-initial implant):6/9+1; visual acuity post-op (post-re positioning): 6/6-3. The incision was not enlarged during the repositioning. A vitrectomy was not performed. Sutures were not required. No additional information was provided to johnson and johnson surgical vision, inc.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.